Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high blood glucose. The customer's blood glucose level was 800 mg/dl and treated with manual injection. Troubleshooting was not performed for high blood glucose. Customer was not hospitalized due to a diabetes related event. Customer was currently being treated in the hospital and will be having the insulin pump removed. The device will be returned for analysis.